Event description:
During troubleshooting of a check bags and lines alarm, which appeared on the homechoice (hc) during fill 4 of 4, the home patient (hp) stated they disconnected bag and then connected a new solution bag. The fill volume (fv) was equal to 1299ml. The technical service representative (tsr) explained the setup was then compromised. The tsr assisted in ending therapy. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).this complaint for a report of a use error - reuse of a single-use product was confirmed; however, no root cause could be determined.